Event description:
Plaintiff alleges latex allergy and that as a result of this sensitization to latex, is subject in the future to one or more anaphylactic reactions. Plaintiff further alleges substantial injury, pain and suffering, as well as economic loss.